Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2024. On the same day, it was reported that the patient¿s cgm was reading 143 mg/dl and the bg meter was reading 43 mg/dl. The patient was diaphoretic. The patient¿s souse called ems. Once ems arrived, the patient was treated with IV ¿sugar¿. After treatment, ems tested the patient¿s bg meter reading and it was reported to be ¿stable¿ (however, no specific value was reported). The patient recovered at home and was not transported to the hospital. The patient was in good condition at the time of report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.